Event description:
It was reported by service report that the customer alleged that the brake would not hold. Upon inspection of the unit by the service technician, it was identified that the brake cams on the head end and foot end were worn down and not fully engaging.

Manufacturer narrative:
Brake cam.